Event description:
It was reported that post-op lap gastric band, the physician's assistant and the surgeon tried to access the port with no success. An anterior/posterior scan was done, and it was determined that the port was flipped. A port exploration procedure was performed, and the port was removed by using the bovie on tissue, and replaced with a new port. There was no adverse consequence to the patient reported.

Manufacturer narrative:
Date sent: 10/26/2009. Device was not returned for evaluation.